Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by tandem technical support to perform a system check and no issues were identified. Reportedly, the customer was not cleaning the pump pneumatic tap. Tandem clinical support educated the customer on cleaning the pump pneumatic tap. The customer reverted to an alternate method of insulin therapy.